Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn separated from the adapter during use. The following information was provided by the initial reporter, translated from (B)(6): "at 15:00, on (B)(6) 2021, according to clinical requirements, when the nurse used the intravenous indwelling needle, after the needle entered the patient's subcutaneous tissue, the needle cap of the indwelling needle was separated from the needle, so it could not be continued to be used. Pull out the needle immediately, replace and reopen the intravenous indwelling needle. No adverse reactions were observed."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn separated from the adapter during use. The following information was provided by the initial reporter, translated from chinese: "at 15:00, on (B)(6) 2021, according to clinical requirements, when the nurse used the intravenous indwelling needle, after the needle entered the patient's subcutaneous tissue, the needle cap of the indwelling needle was separated from the needle, so it could not be continued to be used. Pull out the needle immediately, replace and reopen the intravenous indwelling needle. No adverse reactions were observed.".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1230569. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.